Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the during the procedure, the left ventricular lead was repositioned due to poor lead placement. The lead was removed and it was noted that the lead was clogged with blood and was unable to be flushed. The lead was not used and a new lead was implanted successfully. The patient was in a stable condition.